Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this field clinical representative contacted boston scientific on (B)(6) 2018. This transvenous right ventricular pacemaker lead exhibited dislodgement and loss of capture resulting in pacing not delivered when required. Asystole that was greater than two seconds was noted. The patient had arrested at home and was admitted into the hospital. It was unknown if the lead had dislodged during cardiopulmonary resuscitation or was the cause of the patient's arrest. The lead dislodgement was confirmed by x-ray. Subsequently, boston scientific received information from the field clinical representative that this patient had died on (B)(6) 2018.

Manufacturer narrative:
It was reported that the local representative spoke to the physician. From the physician's perspective, the lead was stable prior to the event and that CPR had dislodged the lead. There were no allegations of device or lead malfunction.

Event description:
It was reported that this field clinical representative contacted boston scientific on (B)(4) 2018. This transvenous right ventricular pacemaker lead exhibited dislodgement and loss of capture resulting in pacing not delivered when required. Asystole that was greater than two seconds was noted. The patient had arrested at home and was admitted into the hospital. It was unknown if the lead had dislodged during cardiopulmonary resuscitation or was the cause of the patient's arrest. The lead dislodgement was confirmed by x-ray. Subsequently, boston scientific received information from the field clinical representative that this patient had died on (B)(6) 2018.